Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was 342 mg/dl and treated with a temp basal with extra insulin. Customer reported that at bed time blood glucose went down to 190 mg/dl. Customer reported that the piece by the reservoir opening is broken and the reservoir will not stay tight and she is not getting correct delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner. Unable to perform displacement test due to broken off reservoir tube lip.